Manufacturer narrative:
Continuation of d10: marksman microcatheter product ID: fa-55150-1030, (lot: 231549692). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent moved during deployment and, subsequently, the marksman microcatheter had navigation difficulty. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, amorphous, terminal internal carotid artery aneurysm with a max diameter of 6 mm and a 5 mm neck diameter. The landing zone arterial diameter was 2.1 mm distally and 3.0 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal. The angiographic result post procedure was reported as terminal internal carotid artery aneurysm. The operator planned to perform implantation of a flow diverter stent. After the distal end of the stent was deployed and anchored, the stent slipped as the middle portion was being deployed, resulting in failure to adequately cover the aneurysm. After retrieving the stent into the marksman microcatheter, the operator attempted to advance the microcatheter and stent for redeployment, however, it could no longer be advanced to a position that would adequately cover the aneurysm. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). Ancillary devices included ruikangtong guidecatheter.